Event description:
It was reported that during a colostomy procedure, staples would not hold. Difficult to extract the device from the patient. The anastomosis dropped when installing the rectal probe to check the tightness. Absence of staples on the proximal stump. No staples on the portion of the proximal intestine. Impossible to achieve anastomosis. Conversion. The patient is well.

Manufacturer narrative:
Date sent: 11/05/2008. Information is unavailable; device was not returned for evaluation.